Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the rn received an order to start esmolol drip for a patient with tachycardia and hypotension requiring multiple vasopressors. The rn decided to run the esmolol through the same line that the vasopressors were running, after verifying their compatibility. The vasopressor infusions were paused while connecting the esmolol tubing to the patient's central line. However, the patient's blood pressure started to drop, the vasopressors were restarted and the rate of levophed drip was increased. Meanwhile, the rn loaded the primary set containing esmolol onto the pump, closed the door, and opened the roller clamp. The rn attempted to program the infusion, but the module would not turn on and so the rn opened the door. Levophed drip rate was increased as the patient's blood pressure continues to drop. The patient began to have bradycardia, and this made the rn realize that the esmolol was dripping quickly through the set and the bag was almost empty. The rn immediately closed the roller clamp. Upon further inspection, it was found that the safety clamp did not close after the module door was opened and caused free flow of esmolol. Multiple rns and physicians entered the patient's room as the patient went into cardiac arrest with pulseless electrical activity. Code blue was initiated. The patient regained pulse after several rounds of chest compressions and 2 doses of epinephrine. Patient had a return of spontaneous circulation and vital signs began stabilizing. The event occurred in critical care medicine unit (ccmu). Although requested, additional information was not provided.